Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blockage within the infusion set tubing. The customer was hospitalized with an elevated blood glucose (bg) level (500 mg/dl) and diabetic ketoacidosis (dka). An intravenous (IV) of insulin was administered to address bg level. Reportedly, the customer had cardiac damage. Customer did not know if it was related to the hospitalization for infusion set issue and could not provide further information. Customer was released from the hospital 12/30/2016. Infusion set information was not provided.